Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that the same patient was injected with three products on the same day. The patient was injected in the cheeks with juvederm vista voluma xc. The symptom of the location was the cheeks. It has not recovered. Hcp reported "swelling/induration." At the start of the year the patient felt lumps and a sense of incongruity at the injection site on the right cheek. On the most recent visit the patient experienced lumps that were palpable at the injection site. There was a slight feeling of heat and oral steroids were prescribed. The hcp stated that this was a delayed inflammatory reaction to hyaluronic acid.